Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, anxiety-product/procedure, skin rash/dermatitis-ndr.

Event description:
Health professional reported right side mild "skin rash." Per follow up findings, the event of skin rash is not device related but due to "fungal rash." Healthcare professional later reported "capsular contracture baker grade iii, and explant of textured implants due to the patients concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ skin rash/dermatitis-ndr: not applicable as the event is not related to the device. Additional observations: ¿ observed creases on the device. ¿ brown particles observed on the surface of the device. ¿ observed wear abrasion on the device. ¿ observed deformation on the device. ¿ white calcification observed on the surface of the device. No further actions are required as the device was implanted.

Event description:
Health professional reported right side mild "skin rash." Per follow up findings, the event of skin rash is not device related but due to "fungal rash." Healthcare professional later reported "capsular contracture baker grade iii, and explant of textured implants due to the patients concern with the product. Device has been explanted and replaced.